Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed and was not detected on bus. A field service engineer (fse) found that main enhanced half height drawer 2.2 was repeatedly failing. Diagnostics showed that all pockets failed to be detected. All cables were reseated and checked with no improvement, and replacing the controller board did not resolve the issue. The module board was then replaced and the firmware was updated, which resolved the issue. The customer tested the drawer and confirmed it functioned properly with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 main not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.